Event description:
Tip was bent when package opened, not allowing it to be correctly passed through the operative device. The device was not used on the patient. No patient harm.======================manufacturer response for permanent birth control- essure, essure (per site reporter).======================we plan to return the device to the rep for evaluation.what was the original intended procedure?dilation and hysteroscopy and essure tubal ligation.